Event description:
It was reported when an asymptomatic patient presented remotely via merlin.net, post-paced t-wave oversensing was observed on the ventricular channel. The patient did not receive therapy during the oversensing. The low frequency attenuation filter was programmed on. Reprogramming change to the ventricular post-paced decay delay and performing an induction testing were recommended. The patient will continue to be monitored. No further information is available.

Manufacturer narrative:
(B)(4).